Event description:
It was reported that after the iab was connected to the pump in the or, the balloon would not inflate. Because of this, the iab was removed and replaced. There were no pt complications.